Event description:
Pt placed on passive resistance motion device for left leg following total knee replacement. Degree of range and speed set by attached hand control. Hand control attached to unit by cord but not mounted or clipped. Hand control fell off pt's bed during evening shift and hit the floor. Unit malfunctioned, going to full range, beyond prescribed range and locked up. Pt unable to reset in great pain and staff had to intervene.